Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed power loss/critical battery alarm events. The critical battery alarms are most likely due to a communication error but did not contribute to the loss of power. Event details for a later complaint (3007042319-2014-01240) reveal that the patient tried to resolve critical battery alarms by disconnecting and reconnecting the batteries. It is likely these power losses are due to a double disconnect of the power sources by the patient. Applicable risk documentation and experience with events of similar circumstances were considered; events with power loss during exchange of batteries/troubleshooting alarms are most often attributed to a double disconnect of the power sources. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three months post heartware lvad implantation, it was reported that the patient underwent an elective controller exchange after experiencing controller power-up events. There was no reported patient injury as a result of these events. Investigation is ongoing.